Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. Insulin pump received with minor scratches on display window, cracked case display window corner, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window. Insulin pump passed displacement test, operating currents, self test and off no power test. No battery out limit alarm noted.

Event description:
Customer reported a battery out limit alarm and a button error on his insulin pump. Customer's blood glucose is 79 mg/dl. He treated with food. Customer was trying to clear the battery out limit alarm when the buttons became unresponsive. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.